Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. Customer¿s current blood glucose was 350 mg/dl and 50 mg/dl at the time of incident. The customer also reported other blood glucose values such as in the range of 200 mg/dl, 40 mg/dl, above 350 mg/dl. The customer was using auto mode. The customer treated for low blood glucose with juice and food and for high blood glucose level treated with extra bolusing. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The customer did not experienced symptoms of high blood glucose value. Based on customer report customer did not allege pump was over delivering. The customer was reported that the insulin pump had crack in casing. The customer was advised replace and to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.0865 inches. Device received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads.